Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was depleting quickly. Customer's blood glucose was not impacted. Although multiple attempts were made by tandem technical support to request pump data be uploaded for review, customer did not reply.